Event description:
The zcb00 model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). During post-examination, a defective lens was observed following an anterior vitrectomy for posterior subluxation. The iol was explanted and replaced with a non-johnson & johnson iol, alcon ma60ac. There was no incision enlargement, no patient injury, and no sutures. Patient prognosis post-procedure is unknown. No further information is available.

Manufacturer narrative:
Additional information: section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 10-jul-2025 section h-3: device evaluated by manufacturer: yes device evaluation: a lens was received loose in a plastic bag with a piece of foam. The original daisy wheel was received inside the original folding carton along with the patient implant identification card, implant notification card patient stickers and dfu. During a visual inspection, the device was inspected under magnification. The lens had traces of ovd on the surface and was cut in half. The lens was cleaned and inspected, and no issues were identified. Complaint issues "dc-lens damaged" and "dc-instability of device after implantation" were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.